Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty connecting the system controller to the black connector on the mpu was confirmed via evaluation of the returned mpu (serial number: (B)(6). The returned mpu was evaluated by technical services under work order 53949405. The reported event was confirmed by technical services; the issue was resolved by replacing the mpu patient cable. The mpu was then connected to a mock circulatory loop and allowed to run for several days with no issues observed. A full functional checkout was performed and the unit passed all tests. The unit was returned to the customer site. The mpu patient cable was further evaluated by product performance engineering (ppe). Visual inspection of the returned mpu patient cable revealed that the threads on both the black and white connectors were damaged. Some minor dirt/debris was also observed on the connectors. The system controller power cables were able to be fully threaded to the mpu patient cable; however, increased force was required when compared to a test mpu patient cable. The returned mpu patient cable was installed into a test mpu and connected to a test system controller and mock circulatory loop with no issues or atypical alarms produced. The reported event was determined to be caused by damaged threads on the connectors of the mpu patient cable; however, the root cause of the threads becoming damaged could not be conclusively determined through this analysis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The account reported the customer had difficulty connecting the system controller to the mobile power unit. No further information was reported.